Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the adhesive around the objective lens and light guide lens was peeling. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the objective lens and light guide lens of the duodenovideoscope had peeling adhesive. There was no patient involvement.